Manufacturer narrative:
(B)(4). The reported issue was confirmed. The assignable cause was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
The customer contacted baxter's technical service center regarding a caregiver (cg) that misused their cxd and the solution bag leaked out. The care giver (cg) stated that he pulled back on the lever of the cxd prematurely and the solution bag leaked out. The technical service representative (tsr) advised the cg would need to clean cxd and start over with new supplies. The tsr assisted the cg to end setup. The cg would start over with new supplies.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.